Event description:
Medical records received from the hospital indicate the patient was diagnosed with severe bioprosthetic aortic stenosis with a valve area of 0.96 cm2, and mild aortic valve regurgitation. Patient also diagnosed with mild mitral valve regurgitation, moderate tricuspid valve regurgitation, moderate concentric left ventricular hypertrophy. No information regarding the type of intervention chosen/scheduled for the patient, if any.

Manufacturer narrative:
Medical records received from the hospital confirm the patient's claim of aortic stenosis after 10 years of implant. However, there has been no information to suggest any intervention has taken place. Patient was originally inquiring about a procedure, other than redo avr, to treat her stenosis, due to her age. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Additional manufacturer narrative: multiple attempts have been made to retrieve patient records, however, nothing has been released. Efforts are ongoing to obtain any available patient history and current diagnosis; however, without additional information, this event cannot be adequately investigated. The subject device remains implanted. Additional information will be provided if received.

Event description:
An email was received by edwards patient registry from a patient with an implanted aortic valve indicating that the valve is blocked causing some ischemia. The email states the following, "hello. My name is [patient info. Redacted]. In 1980 my cardiologist and I selected your model 800 bovine pericardial heart valve to repair the blockage that I had in my aorta. It's been over 10 years and I am now 90 years young and the bovine aortic valve is fairly blocked causing some ischemia . Tests have concluded this prognosis. The question is, does your company have data supporting a procedure other then just medication such as a beta blocker to deal with the blockage and lack of oxygen flow. Its not recommended that I go and have a new one put in at 90. So could you give me some suggestions of possibilities to deal with the problem so I can live a longer life. I'm shooting for a hundred, lol thank you so much for your time." No additional information was provided, no medical records supplied yet. Device remains implanted.